Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of short cylinder was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The investigation conclusion code of no problem detected as no device malfunction reported related to the reported events was found during the product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient experienced glans floppiness with an inflatable penile prosthesis (ipp). The patient presented to the clinic on (B)(6) 2019. The physician observed that the device was slightly short in the mid phallus. The patient previously had a rear tip extenders, however, the distal phallus lacked the presence of a cylinder. The ipp cylinders and pump were explanted and a longer ipp cylinder and pump was implanted.

Event description:
It was reported that the patient experienced glans floppiness with an inflatable penile prosthesis (ipp). The patient presented to the clinic on (B)(6) 2019. The physician observed that the device was slightly short in the mid phallus. The patient previously had a rear tip extenders, however, the distal phallus lacked the presence of a cylinder. The ipp cylinders and pump were explanted and a longer ipp cylinder and pump was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.